Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, following valve deployment, moderate paravalvular leak was noted via echocardiogram. A post-implant ¿soft¿ inflation balloon aortic valvuloplasty (bav) was performed using a 24mm non-medtronic balloon. A slightly high balloon inflation was noted. Subsequently, a second bav was performed. Following the second bav, hypotension was noted. A pericardial effusion was observed via echocardiogram. A pericardiocentesis was performed while the second valve was prepped. A second valve was implanted valve-in-valve successfully. Following the valve implant, the effusion resolved, and the patient recovered. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. Both hypotension and effusion are secondary harms that occurred as a result of the second reported post-implant balloon aortic valvuloplasty (bav) being conducted. And with the limited information provided, we are unable to determine the relationship to the valve. Hypotension is a known potential adverse effect and is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. Pericardial effusion is a known effect that can occur after cardiac procedures, but a conclusive cause could not be determined from the limited information available. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.